Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The joule count on the fiber at the time of this event was not reported. The procedure was completed with a second fiber. It was reported that there was no pt or end user injury as a result of this event.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.